Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Customer identified that the o-ring from the previous cartridge was on the pneumatic tap. Customer removed the o-ring from the pneumatic tap and reloaded the cartridge successfully. Customer¿s blood glucose level was 477 mg/dl at the time of event.